Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged and the package was damaged. The following information was provided by the initial reporter: material no:320122, batch no: 0094929. It was reported that the pen needles were clogged during the flow check and the back side panel was damaged when purchased but taped with clear packing tape. Consumer reported found pen needles that clogged during flow check - informed mom on proper non patient end placement. They started using pen needles 6 months ago. Consumer reported the back side panel was damaged when purchased and taped with clear packing tape.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged and the package was damaged. The following information was provided by the initial reporter: material no:320122 batch no: 0094929. It was reported that the pen needles were clogged during the flow check and the back side panel was damaged when purchased but taped with clear packing tape. Verbatim: consumer reported found pen needles that clogged during flow check - informed mom on proper non patient end placement. They started using pen needles 6 months ago. Consumer reported the back side panel was damaged when purchased and taped with clear packing tape.